Event description:
The lay user/reporter contacted lifescan and alleged that her mother's one touch ultra meter was reading in the wrong unit of measurement (mmol/l instead of mg/dl). The pt had received a result of "7.11" (128 mg/dl), but did not remember the exact result. The pt thought that this was a low result and ate some candy. She did not experience any symptoms of high or low blood glucose at the time of testing. She called the emergency room and was advised that she could not be that low and to call her doctor's office. She visited her doctor about 1/2 hour later and was tested on the nurse's meter with a result of 195 mg/dl, which does not reflect serious injury. She was advised to "not to eat any more candy." She was not given any other medical treatment. The pt went home and received a result of "7.11 or 9.11" (she does not remember exactly). The reporter stated that the pt went out and bought a new one touch ultra meter. The reporter called lifescan to request a rebate for the subject meter. At the time of troubleshooting, it was verified that the meter was set in mmol/l at the time of testing and that the pt was not aware of the incorrect unit of measurement. The meter was previously set in mg/dl unit of measurement and the reporter denied that the unit of measurement was not changed in the meter settings. A replacement meter, control solution, and test strips were sent to the lay user/patient.